Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that pump had malfunctioned. No symptoms were reported. No further complications have been reported as a result of this event.